Manufacturer narrative:
Reporter is a synthes employee. Visual inspection: the holding sleeve 105 mm (p/n: (B)(4), lot #: unk) was returned and received at us customer quality (cq). Upon visual inspection, it was observed that the wing screw was broken. The sleeve was not able to disassemble due to the broken fragment lodged in the bracket. The etching on the device was faded. No other issues were identified with the returned device. Device failure/defect identified? Yes. Service & repair evaluation: the customer reported the device was damaged. The repair technician reported the wing screw is broken off inside the threads, pieces could be missing. The damaged component is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. Dimensional inspection: no dimensional inspection can be performed due to post-manufacturing damage. Furthermore, the complaint relevant dimensions cannot be checked for dimensional accuracy, because of the design of the device. Document/specification review since the exact manufactured date of the device was not identified, the current revision of drawings were reviewed -holding sleeve w. Wing screw 105 mm -holding sleeve 105 mm -bracket, flexible complaint confirmed? Yes, the device received was broken. Hence confirming the allegation. Investigation conclusion: the complaint condition is confirmed for the holding sleeve 105 mm (p/n: 394.46, lot #: 2084063). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during a routine incoming inspection of the loaner set at the field service location, it was observed that the holding sleeve was damaged. There was no patient involvement. Upon investigation findings, this complaint became reportable as a malfunction on july 21, 2020. This report involves one (1) holding sleeve 105mm. This is report 2 of 2 for (B)(4).